Manufacturer narrative:
Product has not been returned; investigation has not been completed.

Event description:
The complainant reported a (B)(6) japanese female patient had impella 2.5 pump inserted in the left femoral for high risk percutaneous coronary interventions (hrpci). It was reported the physician suspected hemolysis one hour after impella was implanted. Impella¿s position was adjusted in order to resolve the issue; however, this was unsuccessful. Continuous hemofiltration/hemodiafiltration (chdf) was performed and the device was explanted due to the hemolysis. No further information was provided.